Event description:
Related manufacturer report number: 2017865-2022-00925. It was reported that the patient presented after experiencing syncope that resulted in a broken leg. Upon interrogation, loss of capture resulting in loss of pacing was observed on the right ventricular (rv) lead. The physician suspected the device may have been related to the symptoms experienced by the patient. The rv lead and device were explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported events of loss of capture and loss of pacing were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical tests were performed and indicated normal functionality. The atrial and ventricular capture evaluation under nominal conditions was normal. Further analysis of output parameters was performed and no pacing issue was observed. Additionally, an evaluation of the header and connector detected no contamination, or foreign material that could contribute to the reported events. Additionally, a longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.